Event description:
It was reported the device gave a false "depleted battery" alarm.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. The complaint was not verified. During inspection and testing, the device did not find any issue with the battery. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it's recommended to install software as preventive measure.